Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient complained of feeling the right ventricular (rv) lead pacing. However, a system interrogation revealed the lead had not provided pacing since the previous interrogation and all electrical measurements were normal. Standard diaphragmatic stimulation testing was conducted for both the right atrial (ra) and rv leads and no reproducible stimulation was noticed. An x-ray confirmed there was no lead movement or dislodgment. Despite the results, the physician elected to surgically extract and replace the rv lead due to the patient's anxiety.